Manufacturer narrative:
The customer has a history of antiphospholipid syndrome (aps). Additionally, the customer's dosage of medications have been changed. The customer's current health status and current medications cannot be ruled out as a possible root cause for the observed inr value. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 3.0, reference = 2.3, mean = 2.65, confidence limits = 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 305275 on (B)(4) 2013. Results as follows: donor: (B)(4), inratio: 2.1, inratio: 2.1, inratio: 2.0, ref: 2.22, bias-thresh: 1.22 - 3.22, %cv: 2.79. Donor: (B)(4), inratio: 3.3, inratio: 3.4, inratio: 3.3, ref: 3.03, bias-thresh: 2.03 - 4.03, %cv: 1.73. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Patient's history of aps as a cause of the unexpected results cannot be ruled out. There have been a total of (B)(4) discrepant complaints reported for the production lot yielding a complaint rate of (B)(4). Due to this low occurrence rate, corrective action is not required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 3.0, lab: 2.3. Time between testing was reported as 2 hours. Patient's therapeutic range is 3.0 - 3.5.